Event description:
A consumer called to report that she has been experiencing halos at right following unilaterial intraocular lens implant surgery. Additional info has been requested from the implanting surgeon.